Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. Investigation of returned pods alters the device which may affect subsequent evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+.

Event description:
According to the reporter, while in the hospital for a previous issue (reported in (B)(4)), the patient¿s blood glucose reached greater than 13.9 mmol/l and ketones were 2 mmol/l. The patient reported that the pod ceased to deliver insulin, with no alarm or error massage on the controller. Reported symptoms include elevated blood glucose levels, general malaise, dry mouth and dizziness. Additionally, the patient reported the pod site to be red. Due to the elevated blood glucose levels, the patient remained in the hospital an additional night. The patient was discharged on (B)(6) 2025.